Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment and was hospitalized for high blood glucose and diabetic ketoacidosis found on (B)(6) 2021. Insulin pump was received with a cracked battery tube threads and a cracked case behind the insulin pump near the battery tube compartment. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08685 inches. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. A cracked retainer was confirmed. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic stated that the insulin pump had crack on the battery compartment and also had insulin flow block alarm. It was reported that the customer was hospitalized with blood glucose level of 400 mg/dl. No harm was required during medical intervention. Troubleshooting was successfully performed; however, the customer will discontinue use of device

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
Customer said they often had bent cannula since switching to quickset. It occurs when the set is inserted in the abdomen. There are no issues on the upper leg. Customer was in the hospital on (B)(6), 2021 for high blood glucose value of 400mg/dl and diabetic ketoacidosis. Customer said the high blood glucose was due to bent cannula and insulin flow blocked alarm. Customer was feeling unwell and had ketones. Customer was treated with the perfusor.